Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis of the device found no anomalies. (B)(4) no anomalies found. Additional findings of distal conductor blood/body fluid (not obstructed), inner tubing kinked/buckles, outer tubing overlay cosmetic environmental stress cracking (esc), outer tubing esc breach/breached (non-electrical), outer tubing overlay breached cut, exposed defib coil white substance, outer overlay tubing white substance, outer insulation cosmetic depression, blood in/on helix mechanism (sleeve head), blood in/on helix mechanism and apparent explant damage. Partial lead in segments returned and analyzed.

Event description:
It was reported that the entire device and right ventricular lead system was removed and not replaced, at the request of the patient, due to shoulder pain (chronic). No further patient complications have been reported as a result of this event.